Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a transcatheter arterial chemo-embolization treatment procedure hydrophilic coating was missing from the guide wire. The intended location was the hepatic artery. The physician flushed the protective hoop of the transcend guide wire and easily removed the wire from the hoop. It was noted that hydrophilic coating was missing from the distal tip. No other damage to the wire was noted. The device was not used inside the patient. The physician completed the procedure with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual inspection of the returned device revealed a bend 47cm from the proximal end. The wire was measured and found to be within specifications. The hydrophilic coating was lubricated with a saline solution and the coating activated properly. A microscopic evaluation revealed that the hydrophilic coating was intact and that the coated part of the guide provided a glare against the light. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during preparation for a transcatheter arterial chemo-embolization treatment procedure hydrophilic coating was missing from the guide wire. The intended location was the hepatic artery. The physician flushed the protective hoop of the transcend guide wire and easily removed the wire from the hoop. It was noted that hydrophilic coating was missing from the distal tip. No other damage to the wire was noted. The device was not used inside the patient. The physician completed the procedure with another of the same device. No patient complications were reported and the patient's status is stable.